Manufacturer narrative:
Correction: the lead should not have been submitted as a medical device report (MDR) as new information indicated there was no malfunction.

Event description:
New information received notes that no failure on raita lead was noted for the subjects in the literature. No intervention was performed and the patients were in good conditions.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying riata that may be related to an early failure. It was also noted that the leads were subject to recall. It is unknown if interventions were performed, as well as patients conditions.